Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified and replaced a defective interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm of the 9800 system is not booting up (no power on the c-arm). No pt injury reported.